Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure, with a very tortuous descending aorta and a seivers type 1 native bicuspid valve, the initial transcatheter valve was implanted. A second delivery catheter system (dcs) and a different valve were attempted without success and removed from the patient. A third dcs successfully implanted an additional valve as the active valve. The reason for the additional valve was not provided. No additional adverse patient effects were reported. Additional information was received indicating that following the implant of the of the first 26 millimeter (mm) valve, trace aortic insufficiency was observed. A post-implant balloon aortic valvuloplasty (bav) was performed and following the bav, the valve dislodged. It was reported that the balloon, which was sized appropriately, may have caused the valve to dislodge upon retrieval. A second 26mm valve was attempted to be implanted, however during deployment, the valve dislodged twice. The valve and delivery catheter system (dcs) were withdrawn from the patient, and a decision was made to choose a larger valve size. A 29mm valve was subsequently implanted. No additional adverse patient effects were reported. Additional information was received that clarified the previously reported trace aortic insufficiency was a paravalvular leak (pvl). The post dilation with the first valve was standard procedure for this physician to obtain better valve sealing. Additionally, following the successful implant of the second transcatheter valve, active valve, an ascending aortic dissection was identified. This required emergent intervention to repair the dissection. In addition, the two transcatheter valves were explanted and a surgical bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.